Event description:
The customer reported that the rui (remote user interface/joystick) was not working and the system was down. This feature is critical for the type of imaging the motorized c-arm was designed for. The system would be effectively unusable. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation circuit boards were reseated and the system software was reloaded. The system was then found to be operating as intended.